Manufacturer narrative:
Initial reporter's phone: (B)(6). MDR decision changed as new data received that error code is reportable. During further investigation (fi), a visual inspection of the cpu pcba revealed no signs of damage or contamination. The cpu board was installed in an fi test ventilator. In the diagnostic mode, the wrap values of 0, 4050 and several values in-between were set. The difference between the set cpu dac and read cpu adc count (cpu wrap1 and cpu wrap2) varied between 3 and 7 for all settings (nominal <23 for all set values). The ventilator delivered breaths without any errors occurring for the 15 hour duration of the test. No failure was found. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem.

Event description:
The customer reported that during use a check vent: cpu pcba adc failed" occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.